Event description:
It was reported that the right ventricular (rv) lead was exhibiting t-wave oversensing (twos) post bi-ventricular pacing. Changing sensing polarity only magnified the oversensing and changing pacing polarity made no difference. Adjusting the left ventricular pacing polarity eliminated the twos and it could no longer be reproduced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.